Event description:
In 2009, a male underwent a carotid artery stenting and angioplasty using a gore flow reversal system for embolic protection. During prep, the gore balloon sheath (gbs) was noted to have some leaking through the hub valves; however, the physician chose to use the gbs in the procedure. Both gbs valve caps were not catching on the valve threads properly throughout the entire procedure, despite attempts to tighten the valves. Hemostasis was not achieved. Despite blood loss, the physician chose to complete the procedure, by minimizing blood loss with his thumb. The stent was deployed and satisfactory placement of the stent was confirmed during post-dilation. The patient tolerated the procedure well and experienced no complications due to the reported blood loss. The device is being returned for evaluation.

Manufacturer narrative:
Method: the device was returned to the manufacturer, and is currently under investigation.